Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore, a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot: sp200416 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted. Additional and/or corrected data: a2, b3, b5, d4, d6b, h4, h6.

Event description:
This is follow up#1 to report on 9/jul/2025, pmqa received notification from legal that the plaintiff profile form (ppf) has been received. As per the ppf form, the patient underwent a repair of recurrent ventral hernia repair with strattice device lot number: sp200416-191 and ref.#: (B)(4) on (B)(6) 2022. On (B)(6) 2023, patient underwent an exploratory surgery with removal of previously placed mesh. As per the ppf form, the patient claimed the failure of the mesh caused chronic pain, an abscess and an infection which required an additional surgical procedure where the strattice hernia mesh was removed. The form lists the condition that was treated: 2023 - abscess, infection, severe pain and all other conditions. The ppf form also indicates that the patient was implanted with a non-abbvie device, covidien on (B)(6) 2012. On (B)(6) 2022, covidien was removed due to adhesions, migration, and hernia recurrence. Patient was implanted with a non-abbvie device, ethicon on (B)(6) 2022. As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2022. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.